Event description:
This senior medical affairs specialist spoke with the patient/layperson in 2009 regarding the allegation that blood glucose results with her onetouch ultralink meter were inaccurately elevated compared to an emt meter and her symptom. Results are all in mg/dl. The patient, who self treats with an insulin pump, reported the following information: around 8pm fifteen days prior, the patient's blood glucose was 366. Based upon the result and number of carbs in a sandwich she was eating, her bolus wizard prompted the patient to bolus 9 units. Since the patient was hosting a party, it is unclear if she had eaten other items earlier. Approximately, one hour or more later, the patient felt nauseated, shaky, and began sweating. After the patient tested (result 43), drank milk and ate one bite of a danish roll, she became unresponsive. The patient's husband began testing the patient. The meter's memory reflects 48 at 9:42pm and 41 at 10:31pm. After emt arrived (time not recalled), either they or the patient's husband tested again on her meter, result 58. Doubting the result, emt tested on their non-lifescan meter, result 20. Emt then treated the patient with glucose intravenously. The patient was not hospitalized. Since the event, the patient is now unsure whether the earlier result of 366 was accurate. Although the patient's meter reflected her symptoms when she was in hypoglycemia, the patient alleged that her result of 366 earlier possibly was inaccurately high, causing her to bolus too much insulin and be treated for hypoglycemia. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.